Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to bad software. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reset could not be determined as it could not be reproduced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to implant, while still in the box, the device was observed to be in back up vvi mode. The device was not used and another device was used instead. The procedure concluded without issue.